Manufacturer narrative:
Approximately 87 cm of the catheter was returned. The catheter met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was implanted with the peritoneal catheter on (B)(6) 2015. According to the report, the product tested fine before the surgery but after the surgery, the shunt system did not seem to be working properly and was found to be leaking. Reportedly, the leak seemed to be at the connection between the valve and the distal end but this could not be confirmed by the physician. It was reported that the shunt system was explanted on (B)(6) 2015 and the doctor used a replacement product to complete the surgery. According to the report, the patient was doing well and the replacement shunt system was working properly.